Event description:
"Pt bottom lip swells really big, it gets three times the size it should be". Pt went to md and was referred to a head and neck specialist. Suspected cushion grip. Dr wanted ingredients and there was not any labeling for ingredients. Informed to go to pharmacist and he had no info either; family member given toll free number.